Manufacturer narrative:
Pump passed displacement test. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump got damaged. The customer¿s blood glucose was 414 mg/dl at the time of the incident. Customer stated that insulin pump screen was scratched and made customer difficult to read the display. The customer treated high blood glucose with manual injections. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.